Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that oversensing in the ventricular channel was observed. The lead is now inactive.

Manufacturer narrative:
Combination product: yes as of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 2nd of march 2025 and 2nd of april 2025 recorded an initial stable pacing impedance of 500 ohms with a short-term drop to <200 ohms on 26th of march. Furthermore, a stable shock impedance of 75 ohms was recorded. No iegm episodes were provided. The analysis of the episode list revealed several fast nst recordings since 28th of march. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.